Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from september 17, 20221, to september 18, 2021. H10: the device was received for evaluation with fluid in the bladder. A visual inspection did not identify any abnormalities that could have contributed to the reported condition; there was no evidence of a leak at the blue winged cap or at other parts of the unit. The bag that contained the unit was also observed to be dry. A functional leak test was performed by adding green colored water to the bladder and then the unit was monitored until the next day. The next day, no evidence of a leak was observed. The reported condition was not verified. The unit was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked between the blue winged luer cap and luer adaptor. This was identified during filling. There was no patient involvement. No additional information is available.